Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os). The patient reported decrease in vision acuity. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient reported was prescribed oral medication /eye drops for at least 3 months because the doctor stated the inside of their eye was inflamed.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly glasses were prescribed to address increase in refractive error (astigmatism) and decrease in va, following icl implantation two years ago. No report of secondary surgically or medically intervention performed or planned. The need for glasses does not constitute a serious injury. Icl remains implanted. Despite multiple attempts no information was received from the implanting doctor. The reassessment will be performed upon additional information is obtained. It should be noted, that per dfu, standard icl functions as a refractive element to optically reduce moderate to high myopia, not astigmatism. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. Date of event: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).